Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 0900, the device was programmed to deliver morphine 1mg/ml, in the continuous mode, with a 3mg/ml continuous rate, no dose limit, and the delivery was started. No further programming parameters were provided. At 1200, the nurse noted the medication vial was empty. At that time, while programming the device for a new vial, the nurse noted the device was programmed for a concentration of 0.1mg/ml, instead of the intended 1mg/ml. At that time, the nurse reprogrammed the same device to deliver with a 1mg/ml concentration and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. At 2000, the customer contact reported the patient expired. The customer contact reported the device did not contribute to the patient's death. The patient was being treated with end of life comfort care. The customer contact reported the patient's death was imminent. Though requested, no additional information was provided.